Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7102224 UDI: (B)(4).

Event description:
It was reported that the patient's midline incision site had opened. The patient underwent a procedure wherein the incision wound site was flushed out.